Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 07-jun-2024. The infusion set was in use for 2-3 days the glucose level was 200-300 mg/dl. No further information available.